Event description:
Patient sustained catheterization trauma on (B)(6) 2013 when he had difficult catheter insertion over the day and bleeding. In the evening urology was consulted and inserted an indwelling catheter without difficulty. Today the patient told me that on two occasions he was catheterized using a catheter with a severe bend in the end. He states he asked the nurse if she was going to use it like that, and she did not respond, tried to cath unsuccessfully, got another one which was bent but not as much. She was able to cath him. It was after this that the bleeding began. Defective catheters were in the process of being collected since last week to search for the source of the defect, and today the defective lot number was identified and removed from the unit. Value analysis and material services have been involved.what was the original intended procedure?urinary catheterization.